Event description:
It was reported that the loss of resistance syringe was faulty. Occlusion of the tip of the syringe did not provide resistance to the plunger being depressed. There was leak in the rubber seal of the plunger. The surgeon noticed this as soon as attached the syringe to the tuohy epidural needle. Set the faulty syringe aside and open a new syringe. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.